Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6, health effect - impact code: added codes 4642 and 4625. H6, component code: added code 515. H6, investigation conclusions: added code 22. Code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak.

Event description:
On (B)(6) 2006, this patient underwent open surgery and was implanted with a prostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, an additional endovascular treatment with gore® excluder® aaa endoprostheses was performed after follow-up imaging on an unknown date had identified suture related distal anastomotic aneurysms. On that day, the patient was reportedly implanted with a gore® excluder® trunk-ipsilateral leg component rlt231412, and with two gore® excluder® contralateral leg components, plc231000 and plc27100. On (B)(6) 2020, follow-up imaging revealed an aneurysm of the left common iliac artery measuring 46 mm in diameter due to disease progression distal to the contralateral leg component plc231000. It was also noted that the component now showed a type 1b endoleak that reportedly was believed to have been caused by the developing aneurysm. The common iliac artery on the right appeared to be expanded but showed no aneurysm requiring treatment. On (B)(6) 2020, a reintervention was performed to treat the aneurysm on the left together with the endoleak and the plc231000 endoprosthesis was extended with a gore® excluder® iliac branch component ceb231410. Additionally, the contralateral side of the ceb component was extended with a gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure.